Manufacturer narrative:
Date is year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for cervical/neck spinal pain. It was reported that the part that connects to the charger, the outer insulation broke. The cord still works and charges, but the patient had to reinforce it with duct tape. Additional information was received from the patient regarding an external device. The reason for call was pt mentioned, 4-5 months ago, their therapy started turning off by itself. Pt's recharger screen would display the lightning bolt illuminated in the upper left hand corner, but the pt's therapy would be turned off. The pt would have to turn the therapy off to get the lightning bolt to disappear and then turn the therapy on manually; therapy turned back on when the pt pressed the lightning bolt on the recharger. Pt met a manufacturer representative (rep) at the healthcare provider's (hcp's) clinic the day prior to yesterday((B)(6) 2021), and they did an "inspection on the unit" and said the recharger should be replaced. An email was sent to the repair department to replace the recharger. Pt was redirected to their rep and hcp if the recharger replacement did not resolve the issue. Additional information was received. It was reported that the recharger did not resolve the issue with the therapy turning off by itself and they still have the issue intermittently. The patient noted that they have no idea why it does it. To resolve the issue they turn off stimulation with the charger then turn it back on.